Manufacturer narrative:
Retainer ring - black .customer returned pump for an alleged blank display and moisture damage found on (B)(6) 2021. Insulin pump passed displacement test. Pump did not pass the sleep current test, active current test, self test and test p-cap locks into reservoir compartment, however, retainer ring damage was noted. No unexpected alarms occurred during testing. Pump was cut open to perform visual inspection and moisture damage was found on pcba 1, pcba 2, and motor. Pump downloaded to thus successfully. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Pump error 75 was found in the history download on (B)(6) 2022 at 14:32 due to moisture damage. In summary, customers alleged blank display was not confirmed, however, during self test, pump alarmed pump error 75 due to moisture damage found on electrical board 1, electrical board 2 and the motor. Additionally, retainer ring damage noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The pump was exposed to moisture when customer went for swimming. The customer changed multiple batteries but the pump did not turned on. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.